Event description:
Info was submitted via medwatch report info was received via medwatch report. It was reported that the doctor attempted to place a central line on the pt. He used three different wires and all three became jammed and frayed. All three wires were from the same lot and the doctor is an experienced user. Additional info received on (B)(6) 2011 states the pt had IV access x2 but they wanted to insert a central line for levophed. They were infusing via peripheral IV until a central line was established. They were attempting to place the catheter into the right femoral when the wire "frayed" as it was stuck during catheter placement. The wire was removed intact from the pt. This was post code with the pt already intubated and in the ICU and also had concurrent encephalopathy. The pt developed hypoxic brain injury post code. Reference MDR# 1036844-2011-00424 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.